Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: any adverse patient consequences? Not reported. What medical/surgical intervention was performed to manage them? Required longer ga time to look for the needle, believed to have been located and then dropped on the floor as it was so small. Is the actual sample available and being returned for evaluation? No. When did it happened? (B)(6) 2019. Needle tip did it fall into patient ? Yes. Was it retrieved from patient? No . Is patient going to go back in to have it remove: no. The procedure was a labioplasty.

Event description:
It was reported that the patient underwent a labiaplasty procedure on (B)(6) 2019 and the suture was used. During suturing, needle tip broke and it required longer ga time to look for the needle, which has been located and then dropped on the floor as it was so small. There were no patient consequences reported.